Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the reload did not fire which the surgeon relates to the green button, that somehow negatively affected the triggering of the reload. Another reload and handle were used to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon procedure, the reload did not fire which the surgeon relates to the green button, that somehow negatively affected the triggering of the reload. Another reload and handle were used to complete the case. There was no patient injury.